Event description:
Air appeared in the entire length of tubing below the filter during infusion of tpn fluid and would reappear after being removed. The air would first appear about a half hour after the sets were primed and would require 30 to 45 minutes to eliminate. Whether the sets were primed manually or with the pump did not make a difference. The experience spanned about a month and the caregiver was described as being "up and down all night, repeatedly." No pt harm or ill effects were sustained. The user was switched to an 80" tubing which has been used uneventfully. Additional information (incorporated above) was received on 5/9/97, making the experience reportable. The same experience occurred with a different lot number.

Manufacturer narrative:
Co received three sets, two were unopened and one was connected to a 3000ml bag of partially filled tpn. The air vents were clogged on the unused set. The other sets were primed with a pump and an inch of air was noted on the distal end of the filter of one of the sets. No other air was noted after initial priming of the sets.